Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms while connected to the mobile power unit was confirmed via log file analysis. The mobile power unit (mpu) (serial number: (B)(6)) was returned for analysis, and a log file was submitted for review that showed events spanning approximately 2 days (14nov2023 ¿ 16nov2023 per timestamp). Atypical power cable disconnect alarms not associated with power source exchanges were active on 16nov2023 between 00:12:59 - 00:46:37 due to the relative state of charge (rsoc) on both cables dropping to approximately ~0 v while connected to the mobile power unit (mpu). Low voltage hazard alarms also activated when both power cables were connected to the mpu and appear to have occurred due to the atypical power cable disconnect events. The atypical alarms resolved each time when the rsoc voltages on the mpu returned to the appropriate voltage or when the power source was exchanged. This issue did not affect the controller¿s ability to support the pump at the set speed. On 16nov2023 at 00:13:21 a low voltage alarm became active due to rsoc and bus voltage dropped to ~0v and ~2.9v, respectively. The backup battery supported the system during this event and pump operation was not affected. There were no other notable alarms active in the log file. The mpu was returned to the service depot and was functionally tested. The unit was run on a mock loop for over 24 hours without any alarms or issues activating. The unit passed all testing and was returned to the customer ready for use. Additional information provided on 22nov2023 stated that the alarm was unable to be reproduced in clinic after running the mobile power unit (mpu) for greater than 20 minutes. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the mobile power unit (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power, power cable disconnect and low voltage hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Furthermore, the subsection ¿what not to do: driveline and cables¿ informs the user to check the system controller and mobile power unit (mpu) power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to twist, kink, or sharply bend the system controller or mpu power cables and to carefully unravel and straighten the cables if they become twisted, kinked, or bent. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) section 3, entitled ¿powering the system¿, informs the user to transfer from the mpu to another power source in the event of a power failure. Do not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. Heartmate 3 instructions for use (IFU) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the mpu and the patient cable. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu and the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d1: corrected.

Event description:
It was reported that the patient called with reports of power alarm when connected to the mobile power unit. The alarm was able to be recreated while on the phone. Per the patient, all connections were secure and the mpu was securely plugged into the wall. There were no exposed wires, breaks in the rubber encasing of the power cable or the mpu. There were no issues with the outlet as it would work when the battery charger was plugged, and the patient experienced the same alarm on the mpu with a different outlet. The patient was instructed to sleep on fully charged batteries and come to the clinic in the morning with all of their equipment except for the universal battery charger. In the clinic, the alarm was unable to be recreated and was able to use the mpu with no issues/ alarms. The patient took very good care of their equipment and no excessive dust, water, tear, or bent cables were noted. Log files were submitted for analysis and contained unusual low battery hazard events while the patient was using the mpu. The power source relative state of charge (rsoc) information appeared to drop out of normal parameters triggering the alarms. A replacement mpu was mailed to the patient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.